Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast implant prophylactic removal to avoid injury. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone breast prosthesis implantation surgery with two unspecified mentor gel implants, although was not experiencing any complications, has elected for implant removal and replacement due to the implants being old. At the time of this report, mentor has received no information regarding explantation or an expected explantation date, however, the patient expressed a desire to have the implants replaced. This medwatch form is for the left breast prosthesis.